Event description:
It was reported that the patient presented post-implant procedure. Upon interrogation, it was noted that the pacemaker and the right ventricle lead were exhibited under-sensing. Programming changes were made. The patient was in stable condition and would be further monitored.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented post-implant procedure. Upon interrogation, it was noted that the pacemaker and the right ventricle lead were exhibited under-sensing. Programming changes were made. The patient was in stable condition and would be further monitored." Rather than "it was reported that the pacemaker was exhibited under-sensing. No intervention was performed.". The correct impact code should have been unexpected medical intervention, rather than no health consequences or impact. The correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no". The correct concomitant medical products should have been only one tendril lead.

Manufacturer narrative:
Correction: the correct report source in g2 should have been - health professional, user facility and company representative, rather than company representative only.

Manufacturer narrative:
Correction: the correct g3 - date received by manufacturer should have been (B)(6) 2024, rather than (B)(6), 2024.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was exhibited under-sensing. No intervention was performed.